Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump went blank. The customer's spouse reported that the blood glucose went high around 430 mg/dl. The customer's spouse stated that the insulin pump was not blank at the time of call. The customer's spouse mentioned that the bolus wizard of the insulin pump was suggesting too much insulin delivery. The customer's spouse performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.